Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on 1/5/2011 states that longevity of device was 1 yr, had to preprogram rv to 5v/0.5ms for high threshold, now at ert. Advisory? None, probably related to high rv output. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).